Manufacturer narrative:
The delivery device was returned to b+l. Visual inspection found that the tip was slightly bent. A functional test was performed using a sample lens. The lens was loaded and delivered without difficulty. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
The surgeon reported that an adapt-ao iol split in half during implantation into the patient's eye. The incision had to be enlarged and the lens was removed. The injector was reported as feeling slightly stiff. Please reference MDR#: 1119279-2011-00137.